Event description:
The patient initially contacted our firm in 2007 to report having to seek care at an emergency room for red eyes following acuvue oasys, trial contact lenses for 4 days, on a daily wear basis. The patient reported his/her eyes became red and lenses were removed and discarded and patient sought treatment at an emergency room. The patient reportedly was diagnosed with bacterial conjunctivitis. The patient requested reimbursement of medical expenses. We asked for a copy of the medical record and a copy of the associated bills for consideration for reimbursement. The patient was not satisfied with our response. Our firm received a summons from the patient's county court indicating the patient inserted lenses on or about three days earlier, and soon after inserting the whites of the patient's eyes turned bright red and began to "water". The patient was treated in an emergency room and diagnosed with conjunctivitis. The attending physician prescribed 2 medications and the patient was ordered to return home to rest. Within 3 days the redness subsided and the patient resumed normal routine. Although bacterial conjunctivitis is typically not an MDR reportable event, this event is being reported due to the pending litigation. Will report any additional information within 30 days of receipt. All MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.